Event description:
It was reported the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator(ICD) failed to provide adequate anti-tachycardia pacing (atp) to treat ventricular fibrillation episode. It was also noted that the ICD provided inappropriate atp due to incorrect interpretation of atrial fibrillation. Programming changes were made on (B)(6) 2022. After programming changes, it was decided to upgrade the reported ICD. The reported ICD was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of inappropriate anti-tachycardia pacing delivery was confirmed. As received, a device was returned in one piece for analysis. Review of stored electromyography confirmed delivery of inappropriate anti-tachycardia pacing. No other anomalies were identified.